Manufacturer narrative:
Device evaluation: the manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As received, the specimen consists of one-1 ont pc ss int str 80-035; returned still lodged within the damaged catheter, loose, accompanied by the opened, labeled packaging pouches and double-bagged within biohazard pouches. The specimen presents a fracture of the core wire with indications of ductile, tensile over load and extensive stretch damage to the outer coil wraps. Approximately 4.45cm of the core wire is protruding through the catheter tubing 1.30cm from the luer hub. The specimen presents bends of varying frequency and severity scattered over the length of the device. The condition of the distal end of the guidewire within the catheter tubing prevents examination of the distal aspect of the core wire fracture. The catheter tubing presents extensive distortion in the form of stretch damage, with corresponding reduction in diameter in the stretched region, and bunching of the tubing. No other damage or inconsistencies are noted to the specimen at this time. The proximal joint appears to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. The damage presented by the guidewire and catheter are consistent with failed attempts to dislodge the guidewire from the catheter after it came under constraint within the catheter. As indicated in the device instructions for use (dfu), "attention should be focused to guidewire movement in the vasculature. Before a guidewire is moved or torqued, the tip movement should be examined under fluoroscopy. Do not torque a guidewire without observing corresponding movement of the tip. Always advance or withdraw a guidewire slowly. Never push, auger, or withdraw a guidewire which meets resistance. Resistance may be detected by tactile response, and/or visual guidewire tip distortion observed during fluoroscopy. If resistance is determined, check the complete catheter and guidewire system." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, clinical and/or procedural factors appear to have impacted on the event as reported. If any further relevant information is received, a follow up medwatch report will be submitted.

Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the device can be performed. The manufacturing batch record review confirmed the device met all material, assembly and inspection specifications. If there is any further relevant information received, a follow up medwatch report will be filed.

Event description:
During the procedure the amplatz wire was inserted thru the stylet of the catheter for placement but they were unable to remove the wire from the catheter and stylet and while trying to pull the wire out it became trapped and "sheered" but didn't break off. They removed the catheter and amplatz wire together with no harm to the patient. They started the procedure over used a new catheter and new amplatz and completed the procedure without incident. Additional event description per sus voluntary event report: vascath exchange over wire. Guidewire in place. New catheter place over wire. Catheter unable to place completely over wire. Guidewire unable to remove. Guidewire sheared as guidewire removed completely. Catheter removed catheter tip intact.